Event description:
It was reported that the ilet user ate an unannounced dinner, after which glucose rose to approximately 400 mg/dl before the ilet delivered corrective insulin that was followed by a drop to 43 mg/dl. The user then self-administered glucagon and blood glucose went back into rang. The event was associated with a use issue related to meal announcements and the user interface. Symptoms included hyperglycemia, hypoglycemia, and muscle weakness. Outcomes included a delay to appropriate therapy, serious injury, and unexpected medical intervention. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device malfunction, and a usage problem was identified as a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.